Manufacturer narrative:
Manufacturing records for subject device were reviewed. Device passed all in-process and final inspection checks. No manufacturing deviations were identified. Subject device was received and successfully decontaminated. Visual inspection identified a breach in bending rubber. Manual leak test revealed air leak at breach location. The damage pattern is consistent with an impact from external object, which most likely resulted from a handling error during reprocessing. Risk control measures for this failure is present in the form of IFU warning/caution statements which states "warning - do not drop the device or subject it to severe impact, as it could compromise the functionality and/or safety of the system." And "caution - to protect the f88 flexible ureteroscope from potential damage, keep it away from sharp objects". Continuous monitoring on this failure mode will be performed for trending purposes.

Event description:
The scope failed a leak test following the first case it was used in. There were no problems/issues during the case but the scope was leaking up near the flexible tip during the leak test following the procedure.